Manufacturer narrative:
The returned device was evaluated. During evaluation the module was able to obtain readings. The readings were intermittent. After some time, the device would lose the signal and sometimes a sensor malfunction error would appear on the phillips intellivue mp40 monitor. Based on the investigation, the customer complaint was duplicated. It was found that the signal is intermittent due to the pin connection inside connector j5.

Event description:
It was reported that the unit is intermittently loosing signal. There was no known impact or consequence to patient.